Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in saphenous vein graft (svg). It is noted this is an off label use. The physician attempted to cross the lesion with a taxus express2 3.5 x 28 mm stent, however, could not cross the lesion. Consequently, the taxus stent was never deployed. The physician then removed the taxus stent and pre-dilated the lesion. After dilation the physician attempted again to cross the lesion with the same taxus express2 3.5 x 28 mm stent. However, the taxus stent again was unable to cross the lesion. After the removal of the taxus stent it was noticed that the distal edge of the stent had folded up. No pt injuries or complications were reported. A competitor stent was used to successfully complete the procedure. Pt status is reported as "satisfactory/good."